Manufacturer narrative:
Concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3d0043 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the esophageal diverticulectomy with thoracotomy, esophageal achalasia plastic surgery, on esophageal resection, the handle was broken while using it for suturing the esophagus. After the handle breakage, it was found that there was a staple that did not form accurately into b shape. A new handle and reload were taken out and the operation was continued. Pli-10: medtronic's initial evaluation of the incident found that there was handle thick tissue. Visual inspection of internal components revealed sheared teeth on the firing rack. The sheared teeth damage was confirmed in the 1st and 2nd on the firing rack.